Manufacturer narrative:
Engineering review of device logs from (B)(6) 2025 confirmed appropriate alarm behavior and accurate insulin delivery control. Alarms 93 and 34 indicated mid-meal insulin depletion, followed by alarm 77 (incomplete cartridge load) and partial priming (~1.4 u) during fill-tubing, suggesting possible infusion set connection. The ilet operated as intended. The most likely cause was use-related insulin stacking from inadvertent insulin delivery during cartridge fill, compounded by incomplete meal coverage and corrective dosing. No device malfunction was found.

Event description:
On (B)(6) 2025 the user experienced severe hypoglycemia with a bg of approximately 40 mg/dl after initiating a breakfast meal announcement described as ¿less than usual.¿ the device triggered alarms 93 and 34 (insulin very low/out of drug) mid-meal, indicating insulin depletion and incomplete bolus (3.69 u). A subsequent rewind and incomplete cartridge load (alarm 77) occurred during fill-tubing, likely while connected, leading to excess insulin delivery and a rapid glucose decline after automated corrections. The user lost consciousness and was treated by ems before hospital evaluation. The event is consistent with use-related insulin stacking rather than a device malfunction.